Manufacturer narrative:
Results: bd received 6 samples and 2 photos from the customer facility for investigation. Based on the evaluation of the photos, bd observed that the stopper/shield was not attached to the tube. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: drawing blood using a syringe may be an assignable cause as a syringe draw can create positive pressure in the tube causing the stopper to become dislodged. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® brand sst¿ tubes containing silica and gel, leaked from the caps after collection. No serious injury or medical intervention reported. No mucous membrane exposure was reported.